Manufacturer narrative:
This is a reportable product malfunction and no impact to patient has been concluded at this moment.

Event description:
It was reported that the device broke during surgery.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms one of the black bumpers is missing from the device. The bumper was not returned with the device. The device was manufactured in 2016. The device shows significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.